Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) spoke to the biomedical engineer (biomed) at the site and provided phone support to rectify the issue. The stm advised the biomed to reconnect the balloon and connect the trainer, and once this was completed the iabp was able to calibrate the sensor. The stm then had the biomed run the iabp for over an hour then called back to verify that there were no more issues. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
Customer reported that while testing the cardiosave intra-aortic balloon pump (iabp), it alarmed "unable to calibrate fiber optic sensor". There was no patient involvement and no adverse event was reported.